Event description:
The clinician reports that the day the implant was placed in ada 23, failure occurred upon insertion. Details of surgery: immediate extraction site. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling, bleeding and abscess. No further patient complications were reported.